Manufacturer narrative:
Age at time of event: between 55 to 60. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entanglement occurred. The target lesion was located in the right coronary artery (rca). An opticross¿ 6 imaging catheter was selected for use. During the procedure, they were trying to perform intravascular ultrasound (ivus). However, the opticross¿ 6 imaging catheter did not cross and it wouldn't go through and it couldn't get the wire to come out from the monorail port. They just finished the case without ivus. No patient complications were reported and the patient's status was fine.